Manufacturer narrative:
After troubleshooting, the technician determined the problem is a faulty spring in the latch. The technician replaced the side rail latch spring to resolve the issue.

Event description:
Technician alleged that the right head side rail will not latch. No pt impact.